Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. No kinks or bends were identified on the exposed portion of the soft cannula. The first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 57. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the fluid path that would contribute to an improper insertion of the cannula or prevent the needle mechanism from deploying as intended. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no issues were noted, root causes for the reported needle mechanism failure and unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after activating the pod, the patient was unsure if the cannula was properly inserted in the infusion site. When the pod was removed, the cannula appeared bent and upon inspection the it appeared that the pink slide did not move forward, indicating a needle mechanism failure occurred.